Manufacturer narrative:
P-cap / reservoir locks properly into place. Unit passed the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement, active current measurement and self test. Insulin pump error found in the pump history (linenumber = 0 and filenumber = 65535). Problem isolated to electronic assemblies as per global logic analysis. No pump error 49, pump error 68 or pump error 23 alarms noted during testing. No battery or power anomalies noted during testing. Unit received with cracked keypad overlay, cracked case (battery tube), cracked case-corner of belt clip rails, pillowing keypad overlay and minor scratches on case. (B)(4).

Event description:
Information received by medtronic indicated that insulin pump received multiple pump error alarm got battery failure and he tested it was fine. Customer was able to successfully clear the alarm and able to complete rewind. No harm requiring medical intervention was reported. The customer was assisted with troubleshooting. The device will be returned for analysis.